Event description:
Info was received that reported a pt was treated for infection. Reportedly, the pt received topical antibiotics from his endocrinologist to treat a localized infection at the pt's insulin set infusion site. It was reported that the pt only uses his abdomen for his sites, changes every three days, and also has twiddler's syndrome.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.